Manufacturer narrative:
Zimvie complaint number (B)(6). The following fields have been updated: b4: date of this report. B5: describe event or problem. D8-9: device service and availability. G6: type of report. H2: follow up type. H10: additional narrative. The event occurred in luxembourg.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: a3: gender. B3: date of event. B4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. E1: reporter name and address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. The event occurred in portugal and was reported by a german doctor.

Event description:
Doctor reported fracture of crown screw at tooth site 35 and implant cannot be used anymore. Additional information received: on (B)(6) 2024, while doctor in portugal was trying to remove the crown, the screw fractured and it was impossible to remove the fractured portion from inside the implant. It was tried again on (B)(6) 2024, but it remained impossible. After that, two more tries to remove the fractured screw were performed in germany on (B)(6) 2025, but it was impossible to remove the fractured screw. Finally, implant was removed on (B)(6) 2025 in germany.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. The event occurred in portugal and was reported by a (B)(6) doctor. Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed; there was a fractured screw identified inside implant. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. The image was of a fractured screw inside the implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The fractured screw was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported fracture of crown screw at tooth site 35 and implant cannot be used anymore.